Event description:
Pt presented with milky white fluid, thickened pseudo capsule and some necrotic soft tissue. The cup and head displayed scratches over the entire surface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.